Event description:
Collamend was implanted in 2007 for abdominal wall reinforcement. Implant was via an open procedure with the collamend hydrated properly. It was reported that the implant procedure was a "clean case" with no infection. It was reported that due to a lot of drainage/fluid and lack of incorporation the patch was explanted. Patient reported to be recovering and doing well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.